Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 52-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), diabetes, and renal insufficiency, presenting in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient's right side was flaccid. A computed tomography (CT) scan revealed an infarct. A repeat CT did not reveal worsening. The etiology of the infarct was unclear. It is unknown if the symptoms resolved. One week after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 2.3l/min as intended. Clots can also occur due to inadequate anticoagulation. Cerebral vascular accident/stroke is a potential adverse event, and may be influenced by patient-specific and device-related factors such as pump thrombosis, inadequate anticoagulation, device-related vascular injury, prolonged support time, and/or pre-existing factors.